Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia as well as ketoacidosis. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone16.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported wearing the pod for longer than 48 hours prior to the onset of symptoms. On (B)(6) 2025, the patient began experiencing vomiting of bile, dry mouth and blurry vision. At that time, the patient was still wearing the pod. The patient reported attempting multiple times to reduce elevated blood glucose (bg) levels, which reached 450 mg/dl, but these attempts were unsuccessful. Due to worsening symptoms and persistent hyperglycemia, the patient sought emergency medical care on that day. Upon arrival at the intensive care unit, the pod was removed. The patient stated that the need for medical attention was related to an issue with the pod. During the clinical evaluation, the patient was diagnosed with ketoacidosis and subsequently received insulin therapy. The patient remained hospitalized for two days and was discharged on (B)(6) 2025. The patient confirmed that the pod's cannula had initially inserted into the skin but reported that a treating physician indicated that the cannula may have become dislodged. The patient no longer has the pod available for evaluation.